Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis the device would not power up and it was attributed to a dead radio transceiver battery and therefore, the micro processing unit printed circuit board assembly was replaced to resolve. It was additionally noted that the radiofrequency transmitter was out of specification, the stylus was missing, the left antenna was out of specification and the display bezel/overlay assembly had cosmetic damage. All found defective parts were replaced and all other identified issues were resolved. The new stylus was calibrated, the hard drive was reconfigured and the software was reloaded. (B)(4).

Event description:
Programmer returned to service with only "repair" indicated on the paperwork. Follow-up attempts to obtain additional information were unsuccessful. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.